Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, the teflon pad detached from the harmonic ace instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient. The instrument was inspected prior to use with no noted damage. Dissecting was being performed when the issue occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have dislodgement of the teflon pad at the tip and base. The component is damaged and there may be missing material, but the size of the missing pieces cannot be confirmed. Components adjacent to this teflon pad do not show damage. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
Refer to h11 for follow-up information.